Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had air. The report indicated that this was an air in line alarm. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was serviced on-site by a field service technician. An alarm log review was performed and noted evidence of an air alarm. Visual inspection was performed and the device did not present any damage. A power on self-test was performed and noted an air alarm. The cause was due to the air in line sensor being out of calibration. The air in line sensor was recalibrated to correct the reported condition. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.